Event description:
It was reported that externalized conductors were observed via fluoroscopy. No electrical anomalies were noted. It was noted that inappropriate therapy due to lead fracture was previously observed. Patient will continue to be monitored.

Event description:
New information received notes that previously reported lead fracture and inappropriate hv therapy were due to a competitor product.